Event description:
The customer reported that she went to the emergency room due to diabetes ketoacidosis and high blood glucose. The caller stated that she was using the quick infusion set at the time. The customer does not remember more details on the event. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.